Event description:
An endurant stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, an evident proximal type I endoleak was seen. The stent graft was implanted about 1 cm below the renal artery originally. The stent graft did not migrate. It was sitting in the same position as it was on the final angiogram from index procedure. Per the physician, it appeared that the aortic neck had continued to dilate and thus resulting in the proximal type I endoleak. The patient received treatment where a cuff was placed up to the left renal artery, which was the lowest renal artery. Final angiogram demonstrated the proximal type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).